Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem power and communication cable was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue with the system's communication with the axiem box. An error message stated that there was an axiem communication failure. The manufacturer representative troubleshooted the error message by exchanging the axiem box with a box from a different system. The issue was not resolved by swapping the axiem box so the representative suspected an issue with the communication cable. There is no patient involvement.

Manufacturer narrative:
Concomitant medical products: product ID: 9733597, serial/lot#: unknown. A system checkout is planned, but has not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that technical services was covering a case where there was an issue with the system's communication with the axiem box. An error message stated that that there was an axiem communication failure. Technical services was able to do some troubleshooting by pulling another axiem box from a different system. The issue was resolved by simply swapping the axiem box, and because of this technical services suspects the cause to be an issue with the communication cable. There was no patient involvement.